Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker determined that the cause of the reported issue was due to a shorted/damaged integrated circuit, designator u5 on the device's user interface pcb assembly. Stryker replaced the device's user interface pcb assembly to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted stryker to report that none of their device's buttons are working. As a result, defibrillation therapy may be delayed or unavailable, if needed. There was no report of patient use associated with the reported event.